Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
A farawave catheter was selected for use during an ablation clinical procedure for atrial fibrillation and atrial flutter, performed on (B)(6) 2025. Following the procedure, the patient experienced dizziness and vomiting later that night while in the ward. Hematuria was observed. Urine multistix showed large amount of blood. Kidney, ureter, and bladder x-ray on (B)(6) 2025 showed no stones. Analysis of mid-stream urine on (B)(6) 2025 showed no red blood cell and no bacteria. Total bilirubin increased to 50 umol/l on (B)(6) 2025. Lactate dehydrogenase increased to 443 u/l on (B)(6) 2025. Haptoglobin was 0.47 g/l on (B)(6) 2025. Patient was diagnosed to have mild hemolysis. IV fluids were given. Patient was discharged on (B)(6) 2025. The device is not expected to be returned for analysis.

Manufacturer narrative:
This product was not commercially released for distribution. As a result, no unique identifier (UDI) # exists for this product.

Event description:
A farawave catheter was selected for use during an ablation clinical procedure for atrial fibrillation and atrial flutter, performed on (B)(6) 2025. Following the procedure, the patient experienced dizziness and vomiting later that night while in the ward. Hematuria was observed. Urine multistix showed large amount of blood. Kidney, ureter, and bladder x-ray on (B)(6) 2025 showed no stones. Analysis of mid-stream urine on (B)(6) 2025 showed no red blood cell and no bacteria. Total bilirubin increased to 50 umol/l on (B)(6) 2025. Lactate dehydrogenase increased to 443 u/l on (B)(6) 2025. Haptoglobin was 0.47 g/l on (B)(6) 2025. Patient was diagnosed to have mild hemolysis. IV fluids were given. Patient was discharged on (B)(6) 2025. The device is not expected to be returned for analysis. It was further reported that during the procedure, a total of 88 ablation applications were performed using pulsed field ablation (pfa) and radiofrequency ablation (rfa) technologies. Specifically, 16 pfa applications were delivered to the left superior pulmonary vein (lspv), 12 to the left inferior pulmonary vein (lipv), 18 to the right superior pulmonary vein (rspv), 8 to the right inferior pulmonary vein (ripv), and 28 to the posterior wall. Following pulmonary vein isolation (pvi) and left atrial posterior wall (lapw) ablation, 6 rfa applications were administered to the cavotricuspid isthmus (cti). Post-procedural diagnostic testing revealed signs of hemolysis. Urine multistix indicated a large amount of blood. A kidney, ureter, and bladder x-ray performed on (B)(6) 2025, showed no evidence of stones. Mid-stream urine analysis from the same date showed no red blood cells and no bacteria. Laboratory results demonstrated elevated total bilirubin at 50 umol/l on (B)(6) 2025, increased lactate dehydrogenase (ldh) at 443 u/l on (B)(6) 2025, and reduced haptoglobin at 0.47 g/l on (B)(6) 2025. Based on these findings, the patient was diagnosed with mild hemolysis. Clinically, the patient experienced hematuria. Treatment included administration of intravenous fluids. The hemolysis resolved on (B)(6) 2025.